Event description:
User called regarding the gas loss alarm he noticed just after the patient had ambulated and was getting back to bed. This catheter had been in about 2 weeks and was in the right femoral. Connections were tight and tubing was clear. He stated he pressed iab fill and then got an autofill failure alarm. The esp personnel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
The additional initial reporter's name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).